Manufacturer narrative:
A complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, it was noted that the right ventricular lead could not be fixed in the ventricle. The lead was not used and replaced. The patient was stable.